Event description:
It was reported that the physician encountered difficulty removing the guidewire from the left ventricular (lv) lead during the implant procedure. Significant force was required, but the guidewire was removed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).